Event description:
On 9 sept 2021, neotract was made aware of a patient that developed an infection after a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2021. Prior to pul, the patient did not have a urinalysis performed, but was prescribed ciprofloxacin as a prophylactic pre-procedural antibiotic. Post procedure, he was prescribed levaquin for five days. At an undetermined time later, the patient presented to the ER with a uti (culturing strain of klebsiella pneumoniae). A urine culture was performed indicating the uti was resistant to ciprofloxacin and levaquin, and the patient subsequently developed sepsis. He was admitted to the hospital for four days as he received IV antibiotics. He was reported to be doing well. The urologist performed four (4) pul procedures on (B)(6) 2021 and all patients developed infections. It is not suspected that the infection was caused by the device.